Event description:
It was reported that there was oversensing on the ventricular lead. It was also noted that lead impedance decreased from 600 ohms to 124 ohms in bipolar. The lead was capped. No patient complications have been reported as a result of this event.